Event description:
Information was received indicating that this ambulatory infusion pump over delivered by +9.05%. It was not specified whether or not this occurred during infusion. It was also noticed that this pump's screen was damaged. No adverse patient effects were reported.

Manufacturer narrative:
Additional information received that this event occurred during testing and there was no patient involvement. One cadd legacy pump was returned for analysis. Visual inspection performed, and product found to be in a good condition. Event log review was performed and found evidence of reported problem. The event log review revealed that two 10ml followed by one 20ml bolus tests were performed prior to the pump returning for investigation. Delivery accuracy testing was performed. The customer's concern regarding failed calibration was unable to be confirmed. The delivery accuracy testing found the pumps average delivery error to be within the published specification of +/-6%. However, the delivery accuracy testing on the pump found the pumps delivery to be slightly positive. Service trimmed the pump's expulsor to bring the delivery into more nominal of a range. The root cause of the reported problem is unknown..